Event description:
It was reported on (B)(6) 2026 that (B)(6) stated that the silent nite 3d was being returned due to a fractured anchor. The doctor stated another remake is needed as the device "broke where the anchor is". Additional information received from the doctor stated that the anchor broke off but the patient glued it back on and will continue to use it until the replacement is received. The date of event is unknown but it did occur while the patient was sleeping. There was no injury or adverse event to the patient and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).